Event description:
Boston scientific received information in a letter from another manufacture, that this left ventricular lead displayed impedance measurement greater than 2000 ohms and no sensing. It was reported that the lead will be extracted. No adverse patient effects were reported and the lead was capturing.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.